Event description:
It was reported that the pt received an acetabular cup on (B)(6) 2008. There is no event reported, but the pt is being monitored. This is a legal case.

Manufacturer narrative:
The device is still implanted. There is no event reported for this case, but due to the implantation date, this suggests that this case is related to the issues for which zimmer implemented a correction in july 2008. Should add¿l info become available and/or the device(s) be returned for eval and an investigation result be available, we will submit a follow-up report. At this point in time, zimmer (B)(4) considers this case as closed. (B)(4).